Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter had no csf flow and was embedded in the tissue resulting in volume discrepancies the catheter was subsequently explanted and replaced.